Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported elevated blood glucose due to occlusion. Patient stated he was unable to give boluses as needed today. Advised patient to attempt to place infusion device into run mode; was successful. Advised patient to attempt to bolus; received an e4 (occlusion) error. Had patient to disconnect infusion tubing from headset and attempted to bolus; received an e4 (occlusion) error. Had patient disconnect infusion tubing from headset and attempt to bolus; received an e4 (occlusion) error. Had patient disconnect infusion tubing from infusion adapter and attempt to bolus; received an e4 (occlusion) error. Had patient remove the inuslin cartridge and attempt to perform the prime infusion set function without the cartridge installed; was successful. Assisted patient with installing a new insulin cartridge, priming the infusion set, and returning the infusion device to run mode. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement was sent; no product return was requested.